Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: early seroma.

Event description:
Argentina. Allegedly, a patient develops an early seroma on her left breast, she presented swelling and fever. A revision surgery was required.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: device rupture (early seroma was previously reported).

Event description:
Argentina. Allegedly, a patient developed an early seroma. The seroma was aspirated, yielding contaminated fluid. On december 3rd, a surgical exploration was performed to attempt to salvage the implant. A new culture was taken, and the cavity was irrigated more thoroughly. A ruptured implant was found and subsequently replaced. (Early seroma was previously reported).